Event description:
It was reported via repair work order that the head left siderail would not lock in place due to damaged siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.